Event description:
A 100cc bag of primacore was hung on channel b. The rate was set at 11 cc/hr. At 10:00 a.m. The nurse checked the pump rate. At 12:00 noon nursing observed the rate to be 900 cc/hr. The pt's blood pressure had dropped to 90/60. The pt was sent to the intensive care unit for observation for 24 hours. He stabilized and was returned to the floor.

Manufacturer narrative:
Manufacturer's report date 12/11/97. The pump was returned for investigation and a visual inspection found the factory seal was broken. The event history log was downloaded and extensive rate/accuracy testing was conducted on channel b. Results ranged from +3.3% to +5.7. The specification is +/-5% channel b was operated for 24 hours at a rate of 11 ml/hr with no alarms or unusual occurrences. The MFR was unable to duplicate the reported overinfusion. There were no malfunctions recorded in the event history log. Also, the earliest log entry was at 11:06 a.m. On 8/1/97, which was after the primacore was set up. The parameters were not recorded in the log.